Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient experienced left upper extremity swelling and soreness around the device site and left chest wall. Venogram showed central left subclavian and left innominate occlusion, with prominent collaterals. Symptoms did not improve with medication. Symptoms were severe enough that it was decided to remove the implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.